Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states a revision due to aseptic loosening of the femoral component.

Manufacturer narrative:
The device associated with this report was not returned. The initial reporting states radiographic reviews are not available. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of the medical records for MDR reportability. On (B)(6) 2012, the patient underwent left knee revision due to pain and loosening of the femoral component at the cement to implant interface. Cement manufacturer is unknown. Activity created to update pc.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.